Event description:
Report received from abbott international affiliate (abbott-canada) which states "leaking tubing set in the operating room during rescue surgery for a poly trauma patient. The nurse used three different sets with the same problem. Using another lot number resolved the problem. No consequence to the patient, because patient had another line infusing at the time." Additional informaiton received states that the following "the patient involved in this incident was experiencing a malignant hyperthermia episode post surgical procedure at the time of the leak. The procedure was an open-laparoscopic procedure that ended up being a laparotomy. The set was changed three times and they kept experiencing the same problem. While looking for a set from a different lot they were using a pressure infuser to administer the saline solution to the patient to get around the leaking problem." No report of adverse patient effect. Additional pt and event information was requested, but no further information was available.